Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for unknown indications for use. It was reported that the trial lead was placed. Battery connection and impedance were good. The rep did intraop testing and patient could not feel any stimulation. The rep tried all the contacts and multiple programming. It was in 8-15 of the wireless external neurostimulator (wens). The other trial lead that was placed was in 0-7. The rep switched the leads around in the wens. After doing the switch and doing testing the patient could not feel any stimulation in the 0-7 side and the 8-15 worked. Switched the leads around again. After this switch the 0-7 worked and the 8-15did not. Proceeded to remove the lead that continued to have issues. Replaced that lead with a new trial lead and was able to get good connection and paresthesia with intra op testing. The issue was resolved.

Manufacturer narrative:
H3: analysis of the lead (s/n: (B)(4)) revealed that the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned.¿ these words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.